Manufacturer narrative:
On march 23, 2020, the product investigation was completed. Device investigation summary: during visual inspection of the device, no apparent damage could be observed. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness.(assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness and capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor smooth round spectrum saline breast implants (325cc on the left side; 275cc on the right side) during (B)(6) 2011. On or around (B)(6) 2019, the patient reported the onset of the following symptoms: bilateral capsular contracture (baker grade IV), pain, weight gain, blurred vision, heart palpitations, shortness of breath, fatigue, ringing in the ears, anxiety, and the inability to lay on her left side or stomach. As a result, the patient underwent bilateral explantation on (B)(6) 2020 and did not receive replacement devices. Additionally, the patient reported that one of her devices had a "faulty valve", so we're reporting it on this side for now. If additional information is received, the updates will be provided in a supplemental report. This report is for the patient's left-sided device.